Event description:
Caller reported cartridge alarm 30 during the load process, and cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the recurrence of alarm 30 and decided to replace the pump. The customer was informed they would receive a replacement pump with updated software and was advised on the necessary steps for using their backup therapy, putting the pump into storage mode, and returning the problematic pump. Replacement pump was sent without requiring a delivery signature.